Event description:
On (B)(6) 2011, customer reported that the nucleated red blood cell (nrbc) module of the dxh 800 instrument bubbled over about 1 ml. Of bloody liquid. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) troubleshooted with the customer, via phone, and advised the customer to bleach the nrbc mix chamber. The bleach solution resolved an obstruction in the drain pathway and the instrument resumed normal operation.

Manufacturer narrative:
Evaluation, results: nrbc mix chamber had an obstruction in the drain pathway. Beckman coulter identifier for this report is (B)(4).